Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received a broken force sensor was detected during seating or regular delivery as well as frozen display and power loss alarm. Customer¿s blood glucose was 180 mg/dl. Customer reported that the time clock does not advance. Customer reported that they were unable to clear the alarm and power loss. Customer troubleshoot was performed. Customer advised to hold the back button for 20 seconds and insulin pump screen did not turn off. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error, frozen screen and unexpected battery power loss due to critical pump error alarm. The motor was tested outside of the device and passed.